Manufacturer narrative:
Conclusions - it is known that there is a space between the pt table and the magnet cover where the finger pinching may occur. To mitigate this potential harm, a switch plate between the table top and facade was designed to stop the pt table should something (e.g. A finger) come in contact with it. Further, arm rests are provided with each scanner, which keep the arms inside the outer sides of the table top. Training is provided at installation of the scanner that includes the use of arm rests and the instructions for use. This training emphasizes the importance of the user ensuring that the pt's arms do not 'dangle' outside the edge of the table top - creating a hazardous situation. Therefore, we believe that with the current design and the appropriate application of the arm rests and operator attention as describe in the instructions for use, the philips MRI scanner does not pose a significant risk to the user or the pts. Note: the indicated importer has received FDA exemption # to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.

Event description:
This report is being filed upon notification from our mr MFR in a foreign country, to submit this event. Problem: the pt had a mr procedure. The pt was laid on the ctl coil holding the nurse call button in her right hand as she was moved into the magnet bore. The pt seemed to have dragged or held with her left hand the bottom side of the table top while she was moving into the magnet. The tip of her little finger had tissue removed as it was caught in between the table top and the front magnet cover. The pt needed surgery for this injury.